Event description:
Evaluation revealed a misaligned display screen and that the pump did not detect the cartridge during the load step.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter alleged the customer received the result of 62 mg/dl on aviva system 1 compared back to back with a result of 242 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that just 90 minutes prior to obtaining the readings, the customer was given her normal 2 units of lantus insulin. Reporter also stated that the customer was given 2 units of humalog based on the 242 mg/dl result as it matched the way she was acting. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.